Manufacturer narrative:
(B)(6).

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A stiffening guidewire was used to exchange the watchman truseal access system (was) and at the area of the groin femoral access, the protective soft end of the was was folded and the distal end of the sheath was kinked. The procedure was completed successfully with the damaged was. The patient condition following the procedure was stable.